Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded right atrial (ra) channel noise on stored episodes. This patient had a non boston scientific heart failure device implanted recently. Technical services (ts) provided a review and discussed noise appeared to be external. Additionally, ts noted signal artifact monitoring (sam) episodes show minute ventilation (mv) vectors switch and disabled due to this same noise on the right atrial (ra) lead. Technical services (ts) discussed that if noise correlates to the external device implant, there is no reprogramming options. If did not correlate to the external device implant, a lead anomaly could be a possibility. This ICD remains in service. No adverse patient effects were reported.